Manufacturer narrative:
Additional information was provided in d.10. A sample was not received at the manufacturing site for evaluation for the report of resistance was noted to the tip of the injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached to the parent file were reviewed by the manufacturing site. Photo's show a damaged lens. The reported issue of resistance was noted to the tip of the injector could not be confirmed from the photos. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was damage to the haptic element and optic part by comparing the injector plunger. The implantation process was going in ordinary mode. Implantation was carried out by an injector of the monarch, there was using special viscoelastic solution. During the advancement of the plunger on the cartridge, a pronounced sense of resistance was noted to the tip of the injector, so the implantation process in the eye was stopped, it was decided to advance the lens. After the emission of the lens from the cartridge, the above damage was noted. There was no patient contact and no patient harm. The surgery was completed with aphakia, an iol of the same type and diopter was reordered and implanted in a delayed period every other day. The patient had a delayed implantation. Result of the surgery was satisfactory. Additional information has been requested.